Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the device monitor ECG cables were reading as unattached. The device was in use on a patient and there was no adverse event to patient or user.